Event description:
According to the reporter, during a lobectomy procedure, the stapler did not fire. The surgeon was able to press the green button and squeeze the handle. The device malfunction after first use. There was no patient involved in this event.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed, and the knife bar assembly was buckled. Due to the noted damage no, functional testing was performed on the loading unit. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the stapler did not fire. The surgeon was able to press the green button and squeeze the handle. The device malfunction after first use. The devices was replaced by a new handle and loader. There was no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.